Manufacturer narrative:
Section h6 health effect - clinical code: 4868 - hemodynamic instability. Manufacturer's investigation conclusion: a direct correlation between the reported event and heartmate 3 lvas (left ventricular assist system), serial number: (B)(6), could not be conclusively determined through this evaluation. Additional information regarding the event was requested from the account; however, it was communicated that they will not provide any further details. The patient remained ongoing on heartmate 3 lvas, serial number: (B)(6), until they received a routine heart transplant on (B)(6) 2023. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) outlines potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted to the hospital from (B)(6) 2022 to (B)(6) 2022 due to protein-losing gastroenteropathy. During the admission, protein and diuretic administration was performed.

Manufacturer narrative:
Section a4- patient weight not provided. Related MFR numbers 2916596-2024-00051; 2916596-2024-00068. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.